Event description:
It was reported that during the implant, the left ventricular (lv) lead had high thresholds after the lead dislodged while removing the catheter. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).